Event description:
Information was received from a regulatory body regarding a device used for vertebroplasty procedure. It was reported that the hub of vertebroplasty needle fractured from the body of the needle. Needle was successfully removed. No patient symptoms were reported. No further complications were reported regarding the event.

Manufacturer narrative:
Report source: this complaint was reported via medwatch# (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.